Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: 32m with ivc filter placed in (B)(6) 2020 during complicated post-operative course following gastrectomy. Ivc filter no longer needed. During the procedure, the distal tip of the sheath was positioned above the apex of the filter. A loop snare device and a 6 french catheter were advanced through the coaxial retrieval sheath, and the apex of the vena cava filter was captured with the snare and catheter. However, the sheath provided with the kit began to accordion when attempting to advance over the lower portion of the filter. The sheath was removed over a wire and replaced with a 16 french by 35 cm reinforced sheath. Patient outcome: the patient did not require any additional procedures due to this occurrence.